Event description:
Customer reports obtaining results of 138mg/dl and 78mg/dl on the same device within 3 minutes. No action taken based on device results. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.